Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to unauthorized repair due to misuse, abuse and or use error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had an undetermined malfunction. During service and evaluation, it was discovered that the release button on the device was defective. It was also observed that the device failed the following pre-tests: check the attachment coupling, check attachment coupling with attachments, check for air leak and check function of soft mode switch (safety system). The event was not related to surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.